Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and device evaluation. Update to fields (h6 and h10). In addition, the following non-reportable malfunctions were found during the device evaluation: scratched on the objective lens, moisture on the charge-coupled device, and no data transmission.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: objective lens, white balance and charge-coupled device are without image. The chip ID does not transmit data. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of no image could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head had a message error shown on the screen, which did not allow the image to be displayed; therefore, the equipment was replaced. After the surgery, the equipment was checked and it was confirmed that no image was displayed, and the processor indicates that the image head was not connected. The issue was found during preparation for a therapeutic hysterectomy procedure. The issue did not affect the therapeutic outcome for the patient and the procedure was completed successfully using a similar device. However, the procedure was delayed for ten minutes, the patient was not impacted and there was no medical intervention required due to the delay. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer replaced the device with another similar device which resolved the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.